Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. This type of defect may occur due to the resilience of the sleeve and/or the level of lubrication of the np needle. However, since there was no information received regarding the acquisition device or samples returned (needle/holder), the cause of the indicated failure cannot be conclusive especially if these are not bd products.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was whole tube push off non-patient end of needle. This event occurred 2000 times. The following information was provided by the initial reporter: translated to english. The customer stated: "during use the vacuum blood collection tube made in suzhou, red tube 367407, is matched with the bd straight needle for blood collection. This batch number frequently appears to have tube push off. This occurred with more than half of this batch."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was whole tube push off non-patient end of needle. This event occurred 2000 times. The following information was provided by the initial reporter: translated to english. The customer stated: "during use the vacuum blood collection tube made in (B)(6), red tube 367407, is matched with the bd straight needle for blood collection. This batch number frequently appears to have tube push off. This occurred with more than half of this batch."